Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant surgery, the physician was unable to implant a new lead. The surgery was completed without the new lead being implanted and effective therapy was established post-operation.